Manufacturer narrative:
Model number/catalog number: sc-2408-74. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: avista MRI perc lead kit 74 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. Symptoms of redness, swelling and fever was noted. The physician believe that the infection was both procedure and device related. The patient was prescribe antibiotics and was doing well. No further course of action will be taken at this time.